Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.

Event description:
The customer reported that while sealing the greater omentum, oozing of under 200cc occurred although an end tone, indicating a completed seal cycle, was heard. Another device was used to complete the procedure without incident. There was no patient injury.